Manufacturer narrative:
This report is for an unknown cage/spacer/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: korovessis, p. Et al (2006), anterior surgery with insertion of titanium mesh cage and posterior instrumented fusion performed sequentially on the same day under one anesthesia for septic spondylitis of thoracolumbar spine. Is the use of titanium mesh cages safe?, spine, vol. 31 (9), pages 1014-1019, doi: 10.1097/01.brs.0000215049.08622.9d (greece). This retrospective study focuses on the outcome of the surgical treatment for intractable pain, instability, and neurologic impairment on patients who have pyogenic spondylitis of the thoracolumbar spine. Between 1991 to 1997, a total of 14 patients (8 male and 6 female) with an average age of 55±16 years (range, 29-83 years) were treated with sequential anterior plus posterior instrumented same-day surgery. Surgery was performed using the harms tmc (depuy, acromed, raynham, ma) in all cases and moss/miami (depuy, acromed) instrumentation in 10 cases. All patients were observed up for an average of 45 months (range, 37¿116 months). The following complications were reported as follows: 1 patient died of lung embolism 1 month after surgery. A (B)(6)-year-old male patient had an abdominal wall wound infection due to s. Aureus, which was successfully surgically treated with one intervention. This patient developed later at the site of wound infection a symptomatic left-sided abdominal hernia, which was successfully operatively treated. A (B)(6)-year-old female patient had wound infection. This report is for an unknown depuy spine cage. This is report 1 of 4 for (B)(4).